Manufacturer narrative:
The reported event occurred on a cobas s201 system (serial number: (B)(6)). The investigation determined that the discrepant results were likely due to contamination of the aliquot with viral dna, which could explain the observed results. There was no indication that the resolution results were false non-reactive, as serology testing for all donors was non-reactive, and no other blood screening results were available. The original pp6 result for hcv had a high cycle threshold (CT) value of 44, suggesting possible non-specific amplification. The hbv reactive result was determined to be a false-positive result based on the non-reactive hbv serology results. The investigation was limited by the unavailability of additional sample material for further testing. The customer was advised to monitor the issue and ensure adherence to proper laboratory practices and aseptic techniques.

Event description:
The initial reporter alleged discrepant results while using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the star system with accessories. On (B)(6) 2023, a pp6 pool generated a reactive result for hepatitis c virus (hcv) with a cycle threshold (CT) value of 44, while results for human immunodeficiency virus (hiv) and hepatitis b virus (hbv) were non-reactive. The same day, a pp1 pool generated a reactive result for hbv with a CT value of 34.38, while results for hcv and hiv were non-reactive. The pp1 pool was prepared from a different aliquot of the sample. On (B)(6) 2023, a new pp6 pool generated a reactive result for hbv with a CT value of 39.6, while results for hiv and hcv were non-reactive. The same day, a pp1 pool prepared directly from the blood bag tubing generated a non-reactive result for all three analytes (hcv, hbv, and hiv). Serology testing for all donors was non-reactive.